Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Merge lis is a complete system for ordering, managing and reporting a patient's laboratory work, from the time of order entry to the time the laboratory results are reported. The customer contacted merge on (B)(6) 2015, because a quest report was not attaching to the correct accession. The primary ordered was digestive specialists pa. When the results came back unmatched, the user is only asked to match the demographics. Merge accepts it and doesn't ask for an accession number to be selected. This issue occurred with a patient, where the user observed that the quest pending log had partial results. The user looked in the order entry to see what was still outstanding. The outstanding results were reported in an order line dated (B)(6) 2014. More results came in later that day on the unmatched list for the patient, so the demographics were matched again. It processed again without asking for an accession. It dropped the opsmr result into that order line, and on to (B)(4) for review with a date of (B)(4) 2014. The user deleted the unsolicited results from (B)(4), but needed to delete them in merge lis to get them off the pending list. There may be other instances of this happening to results that go undetected unless discovered accidently. This was determined to be a potential safety issue in the event the information could not be matched to the correct patient, leading to a potential misdiagnosis. There was no report of patient injury. (B)(4).